Event description:
Dexcom was made aware on 09/25/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The pediatric patient experienced a skin reaction with rash, burning, redness, inflammation, pimples, dry skin, and infection, under entire patch area, which occurred 2 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report the patient was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).